Manufacturer narrative:
A2. Date of birth: (B)(6) 1961 b3. Date of event: 04/13/2023. B5. It was reported that after an initial bunion surgery on (B)(6) 2021, hardware was removed in a revision surgery on 04/13/2023 due to a nonunion. The site was revised with non-tmc devices. No deficiencies/failures have been alleged/found with any tmc device. There was no other report of any patient impact or injury as a result of this event. D1. Brand name: lapiplasty system 2 d4: model #: sk14 lot #: 30036929 expiration date: unique identifier (UDI) #: (B)( 4). D6a. If implanted, give date: (B)(6) 2021 d6b. If explanted, give date: (B)(6) 2023 g3. Date received by manufacturer: 04/06/2023 g6. Type of report: 30-day, follow-up h2. If follow-up what type?: correction, additional information h4. Device manufacture date: h10: it was reported that after an initial bunion surgery on (B)(6) 2021, hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion. The site was revised with non-tmc devices. Additional information indicates the patient was non-compliant post-surgery. Review of radiographic images indicate a screw was backing out and plate placement was suboptimal. No deficiencies/failures have been alleged/found with any tmc device. There was no other report of any patient impact or injury as a result of this event. No devices were returned for evaluation. The device history records for all possible parts and lots were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, the revision is likely a result of patient non-compliance, the screw not being fully seated/locked into the plate during initial implantation, and suboptimal plate placement. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in a subsequent revision surgery was reported in MDR 3011623994-2023-00069.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion. The site was revised with non-tmc devices. No deficiencies/failures have been alleged/found with any tmc device. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, hardware was removed in a revision surgery due to a nonunion. The site was revised with non-tmc devices. Additional information indicates the patient was non-compliant post-surgery. Review of radiographic images indicate a screw was backing out and plate placement was suboptimal. No deficiencies/failures have been alleged/found with any tmc device. There was no other report of any patient impact or injury as a result of this event. No devices were returned for evaluation. Device specific lot information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits and screws utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, the revision is likely a result of patient non-compliance, the screw not being fully seated/locked into the plate during initial implantation, and suboptimal plate placement. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in a subsequent revision surgery was reported in MDR 3011623994-2023-00069.

Event description:
It was reported that after an initial bunion surgery, hardware was removed in a revision surgery due to a nonunion. The site was revised with non-tmc devices. No deficiencies/failures have been alleged/found with any tmc device. There was no other report of any patient impact or injury as a result of this event.